Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for parathyroid hormone (pth). The sample initially resulted as 14.9 pg/ml and this value was reported outside of the laboratory. The customer received another sample collected from the patient one hour later and the result from this sample was much higher. The specific result from this sample was not provided. The original sample was repeated, resulting as 127 pg/ml. The repeat result was believed to be correct and a corrected report was issued. The original sample was also repeated on a different analyzer, resulting as 122 pg/ml. The patient was not adversely affected. The pth reagent lot number was 17851702, with an expiration date of 10/31/2015. The customer declined a service visit. A specific root cause could not be determined based on the provided information. The issue is most likely related to a pipetting error, but the cause of this pipetting error could not be determined.